Manufacturer narrative:
(B)(4). D10: concomitant medical products: 00576401552 - lps flex gsf - 64877028. 00597206532 - all poly petella - 64825514. 00596403212 - articular surface - 64898566. Unknown bone cement. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported by legal, that the patient underwent an initial right total knee arthroplasty. Subsequently, the patient has developed swelling and loosening. It was reported that no further information is available.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h4; h6; h10. The event cannot be confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified no intraoperative complications during the initial surgery. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.